Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify motor error alarm due to a33 alarm. However, unit passed rewind test and displacement test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Unable to confirm motor error alarm due to a33 alarm. Unit a33 alarm during basic occlusion test due to faulty fsr (gold) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a motor error. Troubleshooting was performed and found that the customer was about to change the infusion set. The customer was able to clear the alarm. Customer did not receive the e70 alarm and the pump was not exposed to a high magnetic environment. No harm requiring medical intervention was reported. However, the customer will discontinue using the insulin pump and was been returned for analysis.